Manufacturer narrative:
The customer indicated that the call message went away after she unplugged the unit. Customer service then suggested that if the issue were to happen again, that the customer should reset and fully charge the battery and contact medela if that does not resolve the issue. On (B)(6) 2020, the customer called back, alleging that the troubleshooting did not resolve her issue. The customer additionally alleged that she had mastitis, for which she sought medical treatment. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that the replacement pump was working without issue and that she would send her original pump back. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her sonata breast pump was showing a call message on the display.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 04/23/2020. The pump passed power testing and was left running for approximately 32 minutes, during which time the call error message was not generated. The pump failed a visual inspection, as it was noted that the power button was slightly pushed in. Refer to attached product evaluation. The customer's report of a call error message could not be confirmed.]